Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant. The patient's medical history included aortic stenosis, hypertension, anxiety, dyslipidemia, chronic obstructive pulmonary disease, shortness of breath, bendopnea, dizziness, and chest pressure. Prior to the tavi procedure, the baseline rhythm was sinus rhythm with intermittent left fascicular block. The length of the membranous septum was 1.1 mm. No calcification extending beneath the aortic annular plane into the interventricular septum was reported. During the procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of the aortic annulus, and the pigtail was confirmed to be at the bottom of the non-coronary cusp (ncc). The valve was successfully implanted with a final implant depth of 4 mm on the ncc side and 4 mm on the left coronary cusp (lcc) side. The temporary pacemaker used during the tavi procedure was left in place, and the patient left the catheterization laboratory with a jugular temporary pacemaker due to persistent intermittent left fascicular block. The patient remained hemodynamically stable throughout the tavi procedure and no clinically significant delay was reported. Approximately 3 hours post-implant, the patient developed complete heart block. As a result, the patient subsequently underwent permanent pacemaker implantation. The patient experienced a prolonged hospital stay due to the adverse event. The physician indicated that the event was not related to the performance of the device and attributed the issue to the patient's native aortic valve morphology. The patient's status was reported as stable and discharged.